Manufacturer narrative:
Device received with no damage to the reservoir tube lip noted. However broken belt clip slot noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, self test and occlusion test. No unexpected no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were harder to press and less responsive. Customer¿s blood glucose was unknown. Customer stated that pieces are chipped and flaking off where reservoir screws. Customer also stated that they had unexplained no delivery alerts. Insulin pump will not be returned for analysis.